Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the white residue in the air-water channel and the black material on the nozzle and air-water channel could not be established. For the no image issue, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service technician identified no image, white residue in the air-water channel, and black material on the nozzle and air-water channel. There was no patient involvement.